Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer is using apidra insulin. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. The customer changed pump supplies to address the alarms. On (B)(6) 2025 the customer went to the emergency room and was subsequently hospitalized. The customers blood glucose (bg) level was 243 mg/dl with ketones that were identified as life threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain the release date; however, no response was received.